Event description:
Baby developed a large tension pneumothorax after removal of catheter requiring needle decompression and then chest tube placement with return of air. Chest x-ray returned to baseline and infant stabilized. The signal that excites the diaphragm is proportional to the integrated output of the respiratory center in the brain and controls the depth and cycling of the breath. Using the edi signal in nava when nava is used with the servo-I ventilator, the electrical activity of the diaphragm, the edi signal, is captured by a special catheter (the edi catheter), which is fitted with an array of electrodes. Like an ordinary feeding tube, the edi catheter is placed in the esophagus. In neonates, the diaphragm, laryngeal and chest wall muscles work in concert to augment the function of every component and thereby protect the fragile tissues in the lungs. The information supplied by the manufacturer (maquet.com) for nava catheter insertion, lacks evidence based practice and reasoning for decision making assistance related to neonatal patients. This concern was raised with the product manufacturer indicated they had no additional information to share. This product cannot be used like other naso-gastric tubes, because it requires appropriate placement to sense the phrenic nerve, this can predispose patients to inappropriate placement of the device.